Event description:
As per customer feedback survey, during use in a patient in hyperdynamic shock, this hemosphere monitor provided low cardiac output (co) of 4l/min; while the value as per patient condition was expected to be higher. The co value was confirmed to be incorrect with the measurement of mixed venous oxygenation (svo2), which was high. There was no error message displayed. The patient was not treated based on the incorrect values but with fluids and norepinephrine to manage the hyperdynamic shock. There was no further information available. There was no allegation of patient injury reported.

Manufacturer narrative:
As per further information received, added information to section a2, a3, a4 and updated section b5 to: as per customer feedback survey, during use in a patient in hyperdynamic shock, this hemosphere monitor provided low cardiac output (co) of 4l/min, while the value as per patient condition was expected to be higher. The co value was confirmed to be incorrect with the measurement of mixed venous oxygenation (svo2), which was high. There was no error message displayed. The patient was not treated based on the incorrect values but with fluids and norepinephrine to manage the hyperdynamic shock. There was no further information available. There was no allegation of patient injury reported.

Event description:
As per customer feedback survey of this hemosphere monitor, the customer was not sure of the reliability of the value. No further information could be obtained as the hospital information is confidential. There was no allegation of patient injury reported. The device was not available for evaluation since this was a survey and hospital is confidential.

Manufacturer narrative:
No product was not returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The serial number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Section b3 section b3 "date of event" is unknown. Section d4: since hospital information is confidential, specific product detail could not be obtained.

Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Since no product was returned for evaluation, no non-conformance was identified and no root cause could be determined.